Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that broach handle loose and not gripping on to small broaches securely. The second handle in set was used for operative case.

Manufacturer narrative:
The complaint description states that broach handle loose and not gripping on to small broaches securely. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.